Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, single patient was not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist (tss) dialed into the server and identified that the patient was pre-admitted and in the device setting the preadmission option was not tick. The tss also identified that the a01 message was sent with a unit that was not in carefusion coordination engine's unit allow proc. The customer approved, added the unit in the allow proc, resent the messages and admitted the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, single patient was not crossing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.